Manufacturer narrative:
A review of the device history records indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. One probe sample was returned for evaluation. The sample was visually inspected and was deemed nonconforming. The needle is bent at approximately 5 to 10 degrees. Aspiration testing was performed and deemed conforming. Actuation testing was performed and deemed nonconforming. Cut testing was performed and deemed nonconforming. The probe was disassembled and the components inspected. There is approximately 30 minutes of usage wear on the inner cutter when compared to the cutter wear visual standards. There was slight resistance felt when removing the inner cutter from the bent needle. The inner cutter is bent. The inner cutter has wear marks present at the bend area and at the cutting edge. The actuation test was repeated on the disassembled probe and the actuation test was then found to be conforming. The complaint evaluation does confirm the probe did not actuate or cut for the returned sample. The probe did initially actuate properly as it was be used in surgery for approximately 30 minutes based on the evaluation of the returned sample. The typical vitrectomy probe portion of the procedure is less than 20 minutes. The root cause for the poor cutting performance appears to be from a bent outer needle and bent inner cutter that occurred during surgery. The bent condition will cause interference between the inner cutter and outer needle, resulting in poor cut performance. Since the needle/cutter became bent during surgery, this does not indicate a manufacturing issue. No specific action with regard to this complaint was taken because the reason for the complaint issue appears to be from customer handling during the surgical procedure. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. During the testing of a probe, the probe is visually inspected and a bent needle would be detected and removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is (B)(4).

Event description:
An inventory controller reported that the cutter was not working. The condition of aspiration is unknown. The product was replaced and the procedure was completed. There was no patient harm. The product sample has been requested for evaluation.